Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5mm hex flexible screwdriver was found broken across the flexible shaft, near of the tip. The fragment is still attached to a part of the device. A dimensional inspection and functional test for the 5mm hex flexible screwdriver were not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was unable to performed due to damage observed. However; device can be experienced not fully tension or tighten. The overall complaint was confirmed as the observed condition of the 5mm hex flexible screwdriver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part number: 03.037.028-us, lot number: 85p6120, manufacturing site: hägendorf, release to warehouse date: 11-feb-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that on (B)(6) 2025, the 5mm flexible driver (03.037.028) from the tfna set appeared to be loose fitting in the locking mechanism of tfna nail. The play in the driver allowed for uneven rotation of locking mechanism causing friction and difficulty tightening. Another screwdriver was use to complete insertion with no issues. The driver in question has been in use for approximately 10 years, the problem that it is causing appears to be the result of excessive ware brought on by years of use. There was a surgical delay of 2 mins. There was no patient status/ outcome / consequences.